Event description:
There was suddenly no light although the batteries were fully charged.

Manufacturer narrative:
The investigations could not duplicate the customer's experience. No external damages or other insufficiencies could be observed. The claimed item has been checked according to the final inspection standard of this product, completely. The test was passed without any findings. The light transmission characteristics and the function of the on/off switch button were subject to enhanced testing and found fully compliant to the specifications. There has been no information provided that a patient has been put at risk. However, it cannot be excluded even under consideration that the product is not indicated for use in therapeutical procedures. This report is being submitted in abundance of caution.